Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners, cracked battery tube threads, broken reservoir tube lip and belt clip slot.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is 191 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.